Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin and also customer stated they were getting minimum delivery. Customer stated his insulin pump was doing weird things. Customer stated he were experiencing low blood glucose level at night and was continuing to give insulin and at after noon, it was high, it had not given insulin. Customer¿s current blood glucose was 253 mg/dl. Customer treated their low blood glucose with food. Customer alleging the insulin pump was over delivering the insulin as even when auto mode giving him the minimum of delivery it was still gave more units of insulin. Customer was assisted with programming of insulin pump and reviewed the priming technique. Customer also stated at nigh he was not getting micro boluses. The insulin pump and reservoir will not be returned for analysis.